Event description:
Same case as: 2134265-2010-05648. It was reported that during prep for rotational atherectomy treatment procedure, a wire fracture occurred. The lesion being treated was located in the severely calcified right coronary artery. During testing of the rotational speed of the rotablator burr; the burr came into contact with the 325cm rotawire guide wire and the wire fractured. The procedure was completed with another 325cm rotawire guide wire and rotablator burr. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).